Event description:
New information was received that the right ventricular lead exhibited oversensing of noise. The patient was stable following explant.

Event description:
It was reported that the lead was explanted due to a potential product performance issue. No further information was provided.

Manufacturer narrative:
The reported event of noise was not confirmed. As received, a partial lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray examination of the partial lead did not find any anomalies except for procedural damage. An additional finding was discovered unrelated to the reported event. Visual inspection of the partial lead found external insulation abrasion breaching the optim sheath with intact silicone insulation beneath at the proximal region. The cause of external insulation abrasion is consistent with friction to the device can.

Manufacturer narrative:
Correction: updating patient weight.

Manufacturer narrative:
Correction to add related report number.